Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument had a broken cable. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no observed intraoperative collision or misuse involving the instrument. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. Cables were protruding from the distal end of the instrument. The reporter confirmed that there was no patient injury. No images or videos are available for isi review. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.